Manufacturer narrative:
Medical device problem code (B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a varices ligation procedure performed on (B)(6) 2021. During the procedure, when attempting to deploy the fourth band, it did not release and was stuck on the ligator system. The procedure was completed successfully with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. Note: a photo of the complaint device was provided by the customer showing the bands were moved from their positions and had overlapped. There were no patient complications reported as a result of this event.